Event description:
The following was reported: surgeon who revised the knee, sent me picture of polyethylene insert.

Manufacturer narrative:
Reported event: an event regarding wear involving an insert was reported. The wear event was confirmed via the provided photographs. Method & results: product evaluation and results: the reported devices were not returned; however photographs were provided for review. The photograph shows an explanted insert. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. The poly bearing components appear fractured and/or worn. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that "dr, surgeon who revised the knee, sent me picture of polyethylene insert". The reported devices were not returned; however photographs were provided for review. The photograph shows an explanted insert. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. The poly bearing components appear fractured and/or worn. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.